Manufacturer narrative:
An infection at the ipg pocket site was reported to abbott. The patient underwent surgical debridement and was treated with intravenous antibiotics. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg pocket site. As a result, patient underwent surgical debridement and was treated with intravenous antibiotics. The infection has resolved.